Event description:
Ous MDR - it was reported that high shock impedances (> 150 ohms) were noted approx. 80 months after implantation. The lead was capped and replaced. The ICD was exchanged during the lead revision procedure but there is no complaint associated with the device.

Manufacturer narrative:
Till today, the medical product has not been made available for analysis and could therefore not be examined itself. The analysis is therefore based on the check of the manufacturing process and the analysis of the provided data. The manufacturing process of this lead was reviewed. All manufacturing steps had been carried out correctly. The production documents showed no anomalies. The analysis of the data showed that the pacing impedance first was constant at 400 ohm from 22 february 2019 to 24 march 2019 but then rose to >3000 ohm at the end of the recording period. Since (B)(6) 2019, the shock impedance showed intermittent increases from about 60 ohm to >150 ohm, as was also reported in the complaint description. Despite the available information, no conclusive evaluation regarding the cause of the anomalies can be provided since this would require an investigation of the lead itself. If additional relevant information or the device itself should become available, please send this to us, too. The incident will then be updated accordingly.

Event description:
Ous MDR it was reported that high shock impedances (> 150 ohms) were noted approx. 80 months after implantation. The lead was capped and replaced. The ICD was exchanged during the lead revision procedure but there is no complaint associated with the device.